Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the reservoir activate normally as expected? => no. The reservoir did not swell. How long after its activation was the issue noted? => no information. Was any exudate collected in the reservoir when examined? => no information. Was the issue noted during initial use or re-activation? => no information. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the reservoir was attached to a drain. It was reported that the reservoir diid not swell. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2020.